Event description:
It was reported that the device was used during an unknown procedure. The device would not stay engaged. There was no patient consequence. Another device was used to complete the case.